Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was due to fungal or bacterial infection. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified medication for the event. At the time of this report, the patient had recovered. Pd therapy was ongoing during treatment. Additional information is not available.